Manufacturer narrative:
(B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. It is possible the reported fracture occurred as a result of excessive force being applied to the delivery system when attempting to deliver the device into the catheter sheath as an act of unintended use error. However, based on the on the available complaint information and the fact that no device was received for analysis, a definitive conclusion cannot be established with certainty.

Event description:
It was reported that the pushing rod was fractured. The target lesion was located in the heart. A 10mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During procedure, when the balloon was delivered into the catheter sheath, it was noted that the metal pushing rod was fractured. The procedure was completed with another of the same device. There were no patient complications and patient condition was stable post procedure.

Manufacturer narrative:
E1 initial reporter address 1: / e1 initial reporter phone: (B)(6).

Event description:
It was reported that the pushing rod was fractured. The target lesion was located in the heart. A 10mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During procedure, when the balloon was delivered into the catheter sheath, it was noted that the metal pushing rod was fractured. The procedure was completed with another of the same device. There were no patient complications and patient condition was stable post procedure.